Manufacturer narrative:
Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2010-04088, 1627487-2010-04089 and 1627487-2010-04090. The pt received his scs system, including an ipg, two percutaneous leads (of the same lot) and two anchors. It was reported the system was explanted and replaced due to an infection. A culture of the infected site confirmed a (B)(6). The pt was admitted to the hospital and antibiotics were delivered intravenously. The explanted products were not returned to the MFR for analysis. No further pt complications were reported as a result of this event.